Manufacturer narrative:
The investigation determined the service actions resolved the issue. As the qc recovery was acceptable, there was no indication for a performance issue of the reagent.

Manufacturer narrative:
The field service engineer discovered that some of the reaction cells are over-filled and the rinse mechanism causes them to spill over the top. He determined the gear pump pressure was low and the cell blank level was too high. He adjusted the gear pump and cell blank level and determined all other functions were working normally. The customer ran qc and precision testing which met specifications. Operational and mechanical checks passed.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 c 702 module. An example was provided of a crej2 creatinine jaffé gen.2 initial result of 6.9 mg/dl and a repeat result of 0.8 mg/dl. The questionable results were reported outside of the laboratory. The creatinine reagent lot number was 55524401 with an expiration date of 31-mar-2022.